Event description:
The customer reported to beckman coulter (bec) ongoing issue with white blood count (wbc) vote-outs on the coulter ac*t-diff analyzer. The customer technical specialist (cts) assisted the customer with troubleshooting (clean baths, shutdown, three startups), but the issue continued after troubleshooting and the customer requested service. No erroneous results were reported out the laboratory in connection with this event. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013 and replaced worn white blood cell (wbc) bath and electrodes. The fse also replaced a peristaltic pump tubing. The fse checked and adjusted low vacuum/hemoglobin gain/aperture current/and clot detect circuits as a precaution to the issue. The customer called back after the fse left in the evening and indicated having the same ongoing issues and requested the fse return on the next day. The fse returned to the customer site on (B)(4) 2013, and confirmed wbc vote-outs and x's values on controls. Upon further inspection, the fse determined that the issue was related to the main analyzer card (pre-amp) which required replacement. As a consequence, the customer decided not to pursue the repairs and indicated that they would instead replace the instrument with a new one. Failure mode was attributed to the analyzer's main board. However, the system provided non-numeric results on controls to alert the operator to an instrument problem. Beckman internal identifier number for this report is (B)(4).